Event description:
Event description cpi received information that a patient with a ventak mini implantable cardioverter defibrillator (ICD) and endotak transvenous defibrillation lead system received inappropriate shocks. It was reported that the patient was experiencing atrial fibrillation, but the stored electrograms in ICD memory showed a noisy signal that the ICD may be oversensing.